Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2: reference MFR report: 3008829311-2016-00009. It was reported the patient ((B)(6)) lost stimulation. Diagnostics indicated elevated impedances with one lead and x-rays showed the lead was fractured. Surgical intervention was undertaken and the lead was explanted. Additionally, during the procedure the physician inadvertently removed the patient's second lead. Both leads were replaced and effective therapy was restored. It is unknown which lead lot number was fractured and displayed elevated impedance readings; therefore all possible lots are being reported.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00009.